Event description:
On march 20, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter had read inaccurately high. The reporter stated that the pt was used to getting readings in the "100's" and "69's" mg/dl. The pt reportedly obtained a meter result of "455 mg/dl" at an unspecified date/time and administered self-care by taking 14 units of "humalog" insulin. The reporter stated that the pt "overdosed" on the insulin. The reporter did not elaborate or explain what was meant that the pt "overdosed" on insulin. It is no known if the pt developed or had any symptoms of high/low blood glucose during the time of concern. It is also unknown if the pt had to seek or receive medical intervention because of the alleged issue. The customer care advocate (cca) noted that the pt was using expired test strips. The meter, test strips, and control solution were replaced. The medical affairs specialist (mas) attempted to contact the reporter on two separate days to obtain/verify info, but was unsuccessful. It would have been helpful to known the following info: when the result of "445 mmg/dl" was obtained, when the pt took the 14 units of "humalog" insulin, if the pt developed symptoms after the self-treatment was taken, and if medical attention was sought because of the alleged issue. In addition, it would have been helpful to know the pt's testing frequency, medication regimen, if the pt tested herself after taking the insulin, and if another meter was used during the time of concern. This complaint is being reported due to the following conclusion: the reporter alleged that the pt "overdosed" on insulin after obtaining a result of "445 mg/dl" on the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.